Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2012. According to report, on (B)(6) 2012, could not be accessed to allow for administration of scheduled clinical trial. In (B)(6) 2012, the pt had surgery to revise the system. No permanent adverse effects reported.

Manufacturer narrative:
Reporter has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.